Event description:
It was reported that the patient was admitted to the hospital with dizzy spells. The hospital monitor showed episodes of asystole but the pacemaker counters did not have any brady or tachy episodes stored. Initial device checks were normal, however when ventricular threshold test was repeated, loss of capture was noted at 2.7v followed by a 4 second event where the pacemaker did not pace. It was also reported there was no pacing or sensing markers on the programmer screen. Lead impedances were normal and x-ray indicated that the lead had not displaced. The device was replaced. No further patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.